Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had not felt stimulation and the ins was not working for their urine problems so far. Patient said they were not sure what they were supposed to do. Patient said they were supposed to have stimulation set at 0.2. It was noted that patient had access to a programmer (pp), synced with the pp and stimulation was on, and patient was set on program 4 at 0.0 patient also had the ability to change programs and /or adjust stimulation and it was considered for patient to increase amplitude if medically appropriate. Patient said they were not given any instruction on what to do, further stating they had never felt stimulation and inquired if patient should feel stimulation. Patient increased stimulation to 1.1 and could feel stimulation a little bit, saying they would leave it there and see what happens. It was reviewed that it takes time for the body to respond to therapy. No further patient complications were reported/ anticipated as a result of this event.